Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set leakage at site event on (B)(6) 2024. Infusion set has been for 1 day. Customer replaced infusion set and resumed insulin successfully. No further information available.